Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the distal segment of the lead was returned and no anomalies were found. The defibrillation conductor was distorted, which is suspected to have been a result of the explant procedure. There was blood/body fluid in/on the outer overlay tubing and distal conductor at various locations throughout the length of the lead. There was blood/body fluid on the helix mechanism. The helix is bent/distorted. The outer tubing is kinked/buckled. The outer tubing has cosmetic environmental stress cracks. There is a white substance on the exposed defibrillation coil.

Event description:
It was reported that there was high impedance, oversensing and an apparent lead fracture on the right ventricular lead. The pace/sense portion of the lead was replaced. Following replacement, the patient developed an infection in the device pocket. The lead was subsequently removed. No further patient complications were reported as a result of this event.